Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
Boston scientific crm received information that during a follow up visit on november 20, 2008 this left ventricular lead exhibited impedances greater than 2000 ohms. However, the lead was still functioning satisfactorily at that point with a threshold of 1.4v @ 0.5ms. When the lead was next evaluated on february 19, 2009 the impedance remained high at greater than 2000 ohms, but now the threshold had also risen to no capture at the maximum output of the device. The lv lead was programmed off at this stage. A revision procedure was performed on october 02, 2009. A chest x-ray revealed that the lv lead had pulled back into the body of the cs (the original x-ray post implant on the 17-11-2006 revealed that the lead had been implanted in an anterolateral vein but quite basally). The lead was extracted using gentle traction and came out without incidence. It was replaced with an acuity steerable lead which was implante d in an inferolateral vein with some difficulty (high thresholds, diaphragmatic stim). No adverse patient effects were reported.